Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure accuracy failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a proximal pressure accuracy failure. The customer informed the remote service engineer (rse) that there was a measured leakage on the patient side which was not displayed. The remote service engineer (rse) advised the customer to check the pipeline connection, but it was confirmed the connection was secured. It was suspected that there was a sensor failure. Per good faith effort (gfe) response, the customer declined service and repair. No further action provided. The customer declined service and repair. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6).